Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices, referenced were filed under separate medwatch manufacturer reports.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures was achieved of the left common femoral artery using perclose proglide devices. Reportedly, during initial proglide preclose suture placement a needle-to-cuff miss occurred. The device was removed over a guide wire and the suture of two additional proglide devices were sequentially deployed and set to the side. The access site was dilated to 18-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the knots from the two proglide devices were sequentially advanced and tightened but bleeding continued. Another proglide device was attempted but the device could not be advanced through the two previously deployed sutures. Manual arterial compression was applied for ten minutes to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency.